Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. Flash in the cover block was discovered. Although a lot number was not reported, two potential lot numbers were found through sales history. The potential lot numbers are 73g2301075 and 73h2300497. Per DHR the product visistat 35r 6/box lot # 73g2301075 was manufactured on 07/26/2023 a total of (B)(4) pieces. Lot was released on 08/09/2023. DHR investigation did not show issues related to complaint. Per DHR the product visistat 35r 6/box lot # 73h2300497 was manufactured on 08/15/2023 a total of (B)(4) pieces. Lot was released on 08/30/2023. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler (not firing) during use on patient". At the time of this report, the customer has not returned our requests for additional information.